Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure sensor switch was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure sensor switch was recommended for replacement. Information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to mechanically ventilate , during preuse checkout. There is no report of patient involvement.